Manufacturer narrative:
Report of edwards aortic bioprosthetic valve explant after nine (9) years due to unknown reasons. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Event description:
Edwards received information that this aortic bioprosthetic valve, implanted approximately nine (9) years, was explanted due to unknown reasons. The explanted device was replaced with another edwards aortic bioprosthetic valve . Access to the device has been denied by the hospital.